Event description:
During the service evaluation process conducted at the manufacturer facility the tip of the device was found to be broken off. As the event was found during the service process, no patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause the reported event.

Event description:
During the service evaluation process conducted at the manufacturer facility the tip of the device was found to be broken off. As the event was found during the service process, no patient involvement or procedural delays were reported with this event.